Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. On an unreported date, the patient was hospitalized and treated with ceftazidime hydrate (dose, frequency and route not reported) for peritonitis. On an unreported date, the retraining of proper connect/disconnect method and aseptic technique was performed for the patient. The patient was discharged from the hospital and recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient experienced peritonitis. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.